Manufacturer narrative:
Follow-up #1 (07/16/2014) ¿ device evaluation. The meter involved with this complaint has been returned on 06/12/2014 and evaluated by lifescan product analysis on 07/11/2014, with the following findings:the meter involved with this complaint failed testing. Error 4 message is observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.